Event description:
The customer reported an issue of high blood glucose levels, with the value displayed as "high." Cause was not known. The customer took corrective action by administering a correction injection via multiple daily injections (mdi) and replaced supplies three times, following instructions to check for possible issues such as air bubbles and inspected the site.